Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a talar component explant for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (results code, conclusion code) the complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the talar implant has already been extracted and is therefore no longer visible on the CT scans. Potentially because of loosening, there is also the proximity to the talo-calcaneal arthrodesis screw, which may have produced a conflict, here. The arthrodesis is at best minimally built up. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a talar component explant for reasons that are not available at the time of this report.